Event description:
It was reported that the rn explained they were getting an alarm every 5 minutes. The pt was in the sr (sinus rhythm), no ectopy with rates in the 70's. The female pt is currently pre-op awaiting surgical consultation. Post arrest in ccl (cardiac cath lab). Pt is intubated and being kept sedated. The rn confirmed that there was no blood in the gas line. The rn stated that the angle of insertion looked steep due to excessive adipose tissue. The rn also stated that the bpw (balloon pressure waveform) did not "look right," but looks better now that they repositioned the pt on her other side. The clinical support specialist (css) had the rn describe the waveform and the rn described a sloped look to the plateau prior to repositioning the pt and now has a sharper decline to the plateau. The css explained that this is most likely an issue of kinking at the groin due to the pt's anatomy and angle of insertion. The css and rn reviewed pulling traction on the catheter body and also hyperextension of the insertion hip. The css further explained to the rn that if at anytime blood is noted in the iab tubing, pumping should be halted and the iab removed. The rn verbalized understanding. They are going to attempt the troubleshooting techniques. The css gave the rn her direct number in case there were questions/concerns or if the iab ruptured. The rn has no further questions at this time. At 0536 est, the css received a call directly from the rn, who was now taking care of the pt. The rn stated that after they had hyper extended the groin and pulled some traction, the rn stated there were no alarms for 4-5 hours. The rn had to reposition the pt to ensure skin integrity and is getting occasional alarms again. The rn again confirmed no blood in the iab tubing. The css and rn discussed the possibility of removing some volume to see if that may decrease the frequency of the alarm. The css reviewed with the rn not to remove more than 30% of the volume of the iab and that the rn would need to obtain an order for the new volume. The rn plans to call the on-call physician (in house) to relay our conversation. The rn verbalized understanding of all and has no further questions. At 1307 est, the css received a call from the next rn who is taking care of this pt. According to the rn, the pump is alarming helium loss 2 alarms approx every 2 minutes. There is no blood in the helium driveline. The rn had to take the pt to the interventional radiology dept for a procedure and this is when the alarm frequency increased. The rn said that she had no problems through the morning. The rn repositioned the pt multiple times without change to the alarm. The rn discussed with the surgeon about removing the intra-aortic balloon (iab) to no avail. The css recommended that the iab should be removed as it could now be a ruptured iab, or simply kinked to the point where the pt is receiving minimal to no support due to the frequent alarms and pump stopping. The rn agreed and will call the surgeon for removal. The css asked that the rn call back after the procedure for an update of what decision had been made. At 1444 est, the css called the rn back and the iab has now been removed and saved. The surgeon/cardiologists did decide not to place another iab as the pt is remaining stable without therapy. The rn stated that the iab membrane looks "crumpled" at the proximal end due to the physician initially attempting to pull the iab through the sheath. The css and rn reviewed that the iab should never be removed through the sheath and that all components be removed at the same time. The rn verbalized that she understood this prior to our discussion and that the surgeon, when unable to remove the iab through the sheath, pulled everything. The rn also stated that the sheath has an "accordion" type bend in it "about where it entered" the pt. The pt remains stable and is awaiting ohs (open heart surgery). It was noted that the pump used was an iap-0500 s/n (B)(4).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.